Event description:
It was reported that the 2nd t-bar did not fire. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the first t-bar failed to deploy so neither t-bar was implanted. No patient injury reported.